Event description:
Follow up information was received on 29-jul-2025. It was clarified that the pod had been worn for an unspecified short period of time because of the heatwave and "it didn't fit." It was also reported that the cannula was not visible when the pod was removed and the cannula did not insert into the skin, indicating a needle mechanism failure. The status of the pink slide was not reported. The patient's blood glucose was affected, but specific results were not provided. It was also reported that the pod is not available for return.

Manufacturer narrative:
Follow up information was received on 29-jul-2025. B5 and h6 were updated accordingly.

Event description:
It was reported that the needle mechanism deployed early. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.